Event description:
A report was received that the patient had small area of skin dehiscence at the lead site wound wherein there was some erythema. The physician did explore the wound which revealed sufficient granulation without dehiscence across the wound. The patient was prescribed antibiotics and will undergo a revision procedure.

Event description:
A report was received that the patient had small area of skin dehiscence at the lead site wound wherein there was some erythema. The physician did explore the wound which revealed sufficient granulation without dehiscence across the wound. The patient was prescribed antibiotics and will undergo a revision procedure.

Event description:
A report was received that the patient had small area of skin dehiscence at the lead site wound wherein there was some erythema. The physician did explore the wound which revealed sufficient granulation without dehiscence across the wound. The patient was prescribed antibiotics and will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient did not have issues with wound dehiscence. The reason for revision was inadequate stimulation.

Manufacturer narrative:
Expiration date: ni.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the leads were repositioned. X-ray confirmed lead migration. The patient was doing well after the procedure. Additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.